Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert code 32 when the user attempted to enter a meal announcement, and repeated restarts did not resolve the malfunction, consistent with a delivery motor communication error. Symptoms included no reported changes in blood glucose. Outcomes included interruption of the intended insulin delivery workflow without clinical sequelae. Investigation included device replacement logistics and return-of-device monitoring. Investigation of the returned device revealed a motor processor communication fault consistent with a delivery motor communications error.